Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022 and (B)(6) 2022, the patient's infusion set's tubing detached/broken at site connector. At the time of the event, her blood glucose level was 548 mg/dl which they tried to treat with a correction injection via multiple daily injection. The infusion set had been used for 5-6 hours. Moreover, they replaced the infusion set and resumed insulin successfully. No further information available.